Manufacturer narrative:
Product event summary (B)(4) (ins, overstimulation): reviewed and confirmed / updated rfr, hazard, cause and psc codes. A good faith effort for follow-up was conducted and information provided supports the reason for no formal investigation because adjusting the patient's settings resolved the overstimulation allegation. The restore sensor remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. Based on the event information, there are no anomalies found with the restore sensor and/or therapy. Concomitant medical products: product ID: 355531, lot# n335041, implanted: (B)(6) 2012, product type: screening device. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported there was a shocking or jolting sensation. It was noted the patient complained of shocking when lying down. It was logged it was not known if the patient was seeing expected voltage when he was lying down. A manufacturer representative (rep) met with the patient (B)(6) 2012 to review adaptive stimulation with him. It was reported the patient complained during this visit that stimulation was not working but it was found that his voltage was at 0v. It was reported the rep would continue to work with the patient. Additional information received reported the rep programmed the patient¿s sensor on (B)(6) 2012, including an impedance test that was within normal limits. It was reported that while he was at home, the patient had saved the laying down setting at 5.5 volts which when he laid down the next time was too strong, thus shocking him. It was noted the patient had changed his settings. It was further reported the patient was also experiencing rib stimulation which the rep tried to program around, and expected to try to program around again the thursday following report. Additional information received reported the patient cancelled his appointment and had not made a follow-up since.